Manufacturer narrative:
The device was returned for evaluation. Visual inspection found one optic had been cut or torn in half. One haptic was attached, but it was torn at the optic. Microscopic examination was performed and no pitting was found on the center of the optic. A review of the device history record (DHR) was performed and no anomalies or non-conformities related to the reported event were observed. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that "pitting" was observed in the center of iol right after insertion. The lens was then removed and replaced with an unidentified lens. Incision was reportedly enlarged.